Event description:
An ocd laboratory specialist obtained positively biased quality control results using vitros tsh reagent while troubleshooting on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not process pt samples during the investigation. There were no allegations of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that system precision was not acceptable. Ocd field service investigated and performed a full preventive maintenance on the vitros eci, returning the system to expected operation. Acceptable tsh performance has been observed following the service activity. The root cause is instrument related.